Manufacturer narrative:
(B)(4). Av disruption is a dreaded and often fatal complication. This is an extreme form of posterior lv rupture where a portion or the entire posterior left atrium separates from the left ventricle. The risk of this occurrence is greatest in patients with extensive calcification in the posterior mitral annulus and leaflet. This finding is common in elderly patients undergoing mitral valve surgery and is evident by preoperative imaging, including echocardiography and cardiac catheterization. Chest computed tomography without intravenous contrast can be useful in quantifying the degree of posterior mitral annular calcification (also known as mac).av disruption is usually related to vigorous traction or debridement of the posterior leaflet of the valve or to calcium excision in a calcified posterior leaflet. This can cause separation of the av groove, leading to massive hemorrhage upon separation from cardiopulmonary bypass. This complication is prevented by understanding the pathologic process of calcification of the mitral annulus and avoiding rupture by either placement of traction sutures on the edge of the posterior leaflet or by very careful calcium debridement only in isolated spots. A safer procedure may be to attach the prosthesis to the atrial wall, leaving the entire calcified mass intact. This approach may result in a smaller valve area but a successful operation. When this complication occurs, valve prosthesis is removed and the ventricle is reapproximated to the left atrium with felt strips. Often, a pericardial patch is used to cover the defect and the valve sutures are now placed into the pericardial patch. Nevertheless, this complication carries a high mortality. As stated above, av groove disruption is typically not device related. In this case, it was reported that the 27mm valve was replaced with a smaller 25mm valve which may have impacted the event. In addition it was noted that the patient had extremely friable tissue. Based on the available information, the root cause of the event remains indeterminable. However, it is likely that patient related factors and procedural factors contributed to the event. A manufacturing related issue was not identified. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported via the implant patient registry that the 27mm mitral valve was explanted. Through review of medical records, the (B)(6) year-old female patient presented with rheumatic heart disease and underwent uneventful mitral valve replacement earlier in the morning. Approximately 2 hours later in the intensive care unit during recovery, she suddenly had a massive output of blood from her mediastinal and pleural drains and went pulseless. Manual cardiopulmonary resuscitation was instituted at that time. Emergent bedside open sternotomy with evacuation of hemopericardium and cardiac massage, emergent transport to the operating room an initiation of bypass. Explanation of the 27mm valve, placement of bovine pericardial patch to posterior atrioventricular dissociation, and insertion of a 25mm valve. Patient¿s extremely friable tissue was not able to maintain hemostasis as the entire atrioventricular substance was destroyed. Given the internal anatomy and the external anatomy of the heart at the atrioventricular junction, and the inability of the heart to accept surgical repair, the patient exsanguinated into the pump as bypass was attempted and finally weaned off. Patient expired.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).